Manufacturer narrative:
(B)(4). Foreign source-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total hip arthroplasty, while inserting a screw that the head of the screw was damaged during implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection of the returned device identified that only the fragment of the head was returned. Information received from follow ups identified that the remainder of the device was implanted and not available for return. The device fragment exhibited severe damage from the implantation attempt. Fracture analysis of the surface on the fragment identified fracture due to bending overload, initiating at the first thread transversely and then breaking in half longitudinally. Elemental analysis of the device identified the material to be consistent with specifications. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.